Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring healthcare profession administration of IV "b-50" treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section e3 was inadvertently left blank in the previous initial MDR report. These section has been updated.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring healthcare profession administration of IV "b-50" treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.